Event description:
It was reported that the patient passed away due to arrhythmia.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(6) and the patient¿s outcome could not be conclusively determined through this evaluation. The outcome was not considered device or therapy related and there were no device issues at the time of the patient outcome; the device operated as expected. An autopsy was not performed and the device was not explanted. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system instructions for use lists potential adverse events, including cardiac arrhythmia and death, that may be associated with the use of the heartmate ii left ventricular assist system. Cardiac arrhythmia is also listed as a potential late postimplant complication that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.